Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was due to patient was having difficulty coupling charger to ipg. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason. The patient was doing well postoperatively.